Event description:
Parent reported that her daughter experienced a cartridge change error every time she performed a cartridge/site change on her tandem t-slim x2, despite troubleshooting and changing boxes to rule out defective supplies. There was no adverse impact to her daughter's blood glucose level. Gracie expressed frustration over the waste of supplies and inquired about the possibility of switching to the mobi.